Event description:
In 1989 med pacer for brady, replaced med 95. In early 2006 hospitalized for cardioversion of recent onset a flutter. On eight months later, implant st jude m.5386 pacer in 2007 phone magnet inter from clinic the same day beginning of chronic frequent mode change from ddd-vvir several thousand in next few months, gradually diminishing until 2007 when v sensitivity decreased from 2.0 ms to 3.0 ms. No mode change since and no readings of atrial flutter rate, >99% vvir mode changed since nine months earlier. Extensive event records and ekgs ended with nine months later v sensitivity change. A sensitivity same at 0.2 ms. V pulse width lowered 0.5 ms to 0.4 ms many months before. Vendor hosp- dr staff -pas & MFR rep say operation normal, but no definitive explanation. Pt a lifelong worker in industrial insurance medical issues. Pt found "inappropriate mode change" literature. Wonders if this pattern known to FDA from others and investigated by someone. Concerned about battery life and possible latent software or hardware malfunction. Wonders why it seemed to greatly increase near the remote interrogation by a machine not built by st jude. Records show 8 mode changes of 4-18 inches from 2006 to 2007 when the mode change lasted 1 day 12 min two days later, phone interrogation when the mode change occurred during the remote interrogation and lasted for 37 days, then began shifting back and forth for many months, several thousand changes in all >99% in vvir mode changed until it became 100% vvir with the decrease of v sensitivity setting on nine months later. Vvir paces v only and a runs at it's own elevated rate. Pt wonders what it is now that it is not being reported. Pt was on metoprolol and quinapril during these events plus the usual anti thrombus regime. Dates of use: 2006-2008. Diagnosis or reason for use: brady cardia from 1989. Atrial flutter or fib since early 2006.